Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing noted during anti-tachycardia pacing episodes. The patient was reported to have no symptoms. No intervention was performed.